Event description:
The customer reported the system displayed no image on the monitor. Also the system would not fluoro before a case.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the cable and the unit is working as intended.